Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the device had not been checked yet so no further details were available. The patient was an inmate and it was unclear whether it would be possible to have the device checked. No further complications were reported or are anticipated.

Manufacturer narrative:
Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller was looking for assistance with the patient's device. They reported the device was not working and required a calibration. No patient symptoms were reported. No further complications were reported or anticipated.